Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that the stent deformed. The 3.00 x 32mm synergy ii drug eluted stent was selected for a percutaneous coronary intervention (pci) of the coronary artery. During insertion, the physician introduced and retrieved the device several times. The stent was still on the balloon when the physician decided to use another synergy stent and the device removed from the patient. It was noticed the stent damaged. The procedure completed successfully with another synergy stent. There were no patient complications and the patient status was good.

Event description:
It was reported that the stent deformed. The 3.00 x 32mm synergy ii drug eluted stent was selected for a percutaneous coronary intervention (pci) of highly stenosed and severely calcified coronary artery. During insertion, the physician introduced and retrieved the device several times. The stent was still on the balloon when the physician decided to use another synergy stent and the device removed from the patient. It was noticed that the stent damaged. The procedure completed successfully with another synergy stent. There were no patient complications and the patient status was good.